Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that changing the reservoir resolved the insulin flow blocked alarm and the customer had high blood glucose level. The customer¿s blood glucose level was 450 mg/dl. The customer reported that the insulin pump received insulin flow blocked alarm while they were filling the tubing. The customer was asked to get disconnected from the insulin pump and was asked to push the insulin from the tubing with plunger and it was found that the insulin did not exit. The reservoir will return for analysis.